Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and questioned by a physician as they were inconsistent with the patient's clinical presentation. The sample was repeated on a second analyzer and these values were deemed correct. The sample initially resulted in a na value of 158 mmol/l and repeated as 142 mmol/l. The sample initially resulted in a k value of 6.38 mmol/l and repeated as 5.3 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the cells were overflowing due to a misadjusted rinse head. The rinse head was aligned, the gear pump pressure was verified, and the sample probe was aligned. The customer replaced the electrodes and re-seated them. Ise checks were performed and were within specifications. Precision studies were performed and these recovered within specifications. The customer ran calibration and controls; controls passed. Controls recovered outside of range on 29-jul-2022. Upon review of the alarm trace, there were multiple ise conditioning errors, ise internal reference concentration errors, and calibration errors. These alarms occurred near the time of the event. The investigation determined the service actions resolved the issue.